Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel. A revision procedure was performed and the root cause of the clinical observations could not be determined. This rv lead and the associated device were removed from service. No additional adverse patient effects were reported.